Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as careless operation of dialysis. On an unreported date, the patient was treated with unspecified anti-inflammation drugs (dose, frequency, and route were not reported) for peritonitis. It was not reported if the patient was hospitalized of the event. At the time of this report, the event was resolved and dianeal therapy was ongoing. No additional information is available.